Event description:
Endocarditis was suspected due to positive blood cultures showing escherichia coli and antibiotic treatment was started. Prior to the pt's discharge the valve showed no vegetation or signs of endocarditis. The physician stated that the previous diagnosis of endocarditis was unlikely.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. However, there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the suspected endocarditis and positive blood cultures for escherichia coli remains unk.